Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, bi-ventricular fusion was noted after sporadic premature atrial contractions. The physician decided not to make any programming changes. Patient was in good condition before and after the event.